Manufacturer narrative:
The devices subject of the reported event ere not returned for evaluation. Without the returned device, a cause cannot be determined. The instructions for use for the defendo single use valves states "always wear gloves and other appropriate personal protective equipment while handling, such as gown and face mask. Attach the single use biopsy valve onto the endoscope's biopsy port. Push down until the biopsy valve engages. Always make sure the lid of the single use biopsy valve is closed. Attach the single use air/water valve to the endoscope's air/water port. Push down, twisting slightly back and forth, until the valve engages. Prior to the procedure, depress single use air/water valve to prime air/water channel." The device history records were reviewed and confirmed the lots were manufactured to specifications; no abnormalities were noted. A steris account manager performed in-service training on the proper use and operation of the defendo valves. No additional issues have been reported. We will continue to monitor to ensure the product continues to perform as expected.

Event description:
The distributor reported from a user facility that during a patient procedure the air/water valve and biopsy valve to their defendo single use valve kit leaked and sprayed water onto user facility personnel. The procedure was completed successfully. No report of injury or procedure delay.